Event description:
(B)(4). I had abdominal pain. I thought it was a bladder infection. I went to the ER. They tested my blood and urine. I had a slight uti. The doctor was concerned about the pain I was having. When he found out that I have essure coils, he looked concerned and gave me a pelvic exam and ultrasound. I now have pelvic inflammatory disease caused by the essure. He said they need to come out asap. I'm on antibiotics that do not seem to work. I've been getting sicker day by day. I feel like I am going to die. I've missed a lot of work because of this.